Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer's mother reported via phone call of a crack on the display of the insulin pump. The customer's blood glucose level was unknown. The mother stated that she went to the doctor and there is a crack in the middle of the screen. The mother stated that the crack covers the time and goes down to the bottom of the screen. The mother stated that the pump may be fallen off the bed while she was sleeping. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.